Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. The hemostatic valve was defective. Air continued to be drawn from the vizigo sheath. Issue occurred pre-op. Timing was 20 minutes after the patient entered the room. The issue was resolved by replacing the sheath with another one. The procedure was completed without any problems. No patient consequence reported. Additional information was received on (B)(6) 2026. The section where the leakage issue was observed was the hemostatic valve. The sheath was not being used on the patient. No needle product was used with the vizigo sheath.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot (B)(4) and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 30-mar-2026. The hemostatic valve did not dislodge inside nor outside of the hub. The brim cap nor the hub did not detach from the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).